Event description:
According to the complaint, on (B)(6)n 2025 samples were measured on the abl800 flex (serial number: (B)(6) after a rinse error, and the following results were provided: na: 268mmol/l vs 144 mmol/l (comparison) k : 9.8mmol/l vs 6.1mmol/l (comparison) cl : 115mmol/l vs 111mmol/l (comparison) ca : 3.21mmol/l vs 1.22mmol/l (comparison) hence, the customer had reported the electrolytes results from the abl800 flex as false high.

Manufacturer narrative:
According to radiometer investigation of the provided data logs, issue is most likely a clot, but the exact root cause is unknown.